Event description:
It was reported that patient's right side, rib 10, was plated using the matrix rib universal plate due to a non-union of an old rib injury that was causing pain. Patient felt better after plating surgery but experienced extreme pain after getting out of bed 10 days post-surgery. X-rays have showed part of the plate had come out of the rib. The surgeon scheduled a procedure to remove the plate two days later. Surgeon reported patient may have been non-compliant. The plate was intact and appeared to have no fractures or deformities following removal. Surgeon chose to resect part of the rib due to the poor quality of bone at the fracture site. This is report number 5 of 8 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.